Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument broke while it was being used on the patient; however, no fragments fell into the patient. No fragments detached from the device while it was being used in the patient. The fragments became detached only after the instrument was removed and inspected by the scrub nurse. No, the patient has not returned to the hospital due to any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator on the lower jaw. The broken piece measures approximately 7.28mm x 2.89mm, confirming that a fragment detached from the instrument and was not returned with the instrument. The grip base for the grip with the broken molded insulator does not appear to be bent. Common causes of the failure mode broken molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. Additional observation related to the customer reported complaint: due to the broken molded insulator, a detached fragment that was not returned with the instrument was observed. Common cause of this failure is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was observed to have a broken plastic part of the instrument tip, and unable to close the jaws. There was no tissue involved. There is no allegation of detachment, thermal damage, or cable damage. The procedure was completed with no reported injury.